Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complaint instrument has shown that indeed one screw was missing or has fallen off. We are not able to determine the exact cause of this reported problem. We do presume though, that the screw got lost during the cleaning sterilizing process. The instrument was sent to our repair department. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.

Event description:
The locking screw of the front part is loosening and it was lost during cleaning. This is 1 of 1 report for (B)(4).